Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent down arrow button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and none of the buttons were working. Customer's blood glucose was not known. It was stated there were no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.